Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not able to power on. Upon troubleshooting fse found that the module's power button was difficult to press, which complicates the process of starting the system. To resolve the issue, fse replaced the review module; the functionality of the easy on and off buttons was verified to ensure they operate as intended. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.